Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. B3: estimated date d4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported as a general comment that during the use of a prostyle device, the suture frayed. As it was reported via a general comment, the method used to achieve hemostasis was not reported. No additional information was provided.